Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee arthroscopy, t1 and t2 of the ultra fast-fix misfired immediately when the package was opened. A back-up device was used. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for eval.